Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two pieces. An external insulation abrasion was noted from 7.0 ¿ 7.5 cm at distal region breaching the outer insulation consistent with friction to another device or feature of the patient anatomy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was in a stable condition.